Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump's reservoir would leak at transfer guard during filling. Customer's blood glucose was 12.3 mmol/l at the time of the incident. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Analysis not required. (Transfer guards not returned .)reservoirs returned dislodge; all pieces taken apart. Unable to verify anomalies.